Event description:
The customer reported receiving an error message "warning ma low". No pt injury was reported.

Manufacturer narrative:
The ge service rep calibrated the filaments, unit is working as intended.